Event description:
It was reported that a patient underwent a sling procedure for urinary incontinence on (B)(6) 2011. The patient developed a retropubic abscess where there the mesh was located. The abscess was drained and the sling was removed on (B)(6) 2012. No additional treatment is planned.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.